Event description:
It was reported that noise was observed on the stored egm on both the atrial and ventricular channels. The noise on the atrial channel caused atrial noise reversion. Both leads were capped.

Manufacturer narrative:
No medwatch form was recieved.